Event description:
The user facility reported that patient had a 5.5 pump support placed for the patient admitted in for surgery. The pump was supporting when after a month of support there was a need to add lytics to the purge fluid to troubleshoot the elevated purge pressure. The pump was not explanted and remains on despite the malfunction.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. Pump was not returned for investigation. Data log shows a 3-hour gradual rise in purge pressure up to 1100 mmhg, with a gradual drop in purge flow. Only the purge flow decrease alarm was triggered during the purge pressure rise trend. The purge trend returned to normal after 20 hours of pump run with a gradual decreasing trend. The doctor mentioned that the lysis protocol successfully resolved the purge issue. The cause of the high purge pressure issue was most likely biomaterial buildup during the case run, based on data log review and clinical troubleshoot method. D6b explant date added.